Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was at 38 mg/dl with no associated symptoms reported. The patient allegedly remained on pump therapy. No information was provided regarding treatment or any adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. No information was provided regarding potential causes for inaccurate delivery issues, perceived inaccurate delivery issues, or bg issues, trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last bolus and last basal was delivered 8 and 11 days after the complaint date respectively. Black box data also showed that on 03/18/2015, there was a zero basal program running for four hours in the late morning, and then an unexplained power on reset in the late evening and delivery was not resumed until 20 hours later the next day. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.